Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow keypad button was intermittently unresponsive and required multiple presses to elicit a response; all other buttons responded appropriately. During investigation, evidence of contamination was found under the up arrow key contact.

Event description:
The distributor contacted animas on (B)(4) 2012 alleging that the pump's keypad was peeling, torn and worn. No further information was available. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the allegation of the damaged keypad was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.